Event description:
It was reported that during interrogation, a patient's implanted lead was not pacing or sensing properly. Fluoroscopy showed that the lead was dislodged and the patient went into surgery to reposition the dislodged lead. During the procedure the lead's helix was having issues extending, so the physician elected to use a new lead. The new lead was implanted with no reported issues and the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.